Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not turning on. The rse was informed by the customer that there was a power outage, and the system would not turn on. Review of the log files shows power was abruptly shut off. To resolve the issue, rse assisted the customer to power on the system by holding the power button for 3 seconds. After restart, the system returned to use in good working order. The codes were updated based on the investigation outcome.